Event description:
It was reported that the patient with this implantable pacemaker device suspected a battery problem. There is no intervention information available to date and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.